Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the midline incision. Symptoms of discomfort and abscess were noted. It was unknown what caused the infection. It was also unknown if antibiotics were prescribed and if cultures were taken. The patient underwent an explant procedure. No further information could be obtained.